Manufacturer narrative:
Per tandem¿s t:flex user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during fill tubing, insulin was seen dripping out of the end of the infusion set tubing at a slower rate than normal. During troubleshooting with tandem's technical support, the customer reported that the luer lock connection appeared to be loose and insulin was "seeping" out of the luer lock area. The customer's blood glucose level was 204 mg/dl. The customer successfully tightened the luer lock connection to address the issue and resumed insulin delivery.